Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen after getting exposed to moisture. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device p-cap / test reservoir locks in place properly. Device received with critical pump error (open book image) after battery insertion due to moisture damage on stack assembly. The history download was successful using crest software. The insulin pump was cut open and moisture damage was found on the keypad connector on electrical board 1 connector internal battery, power connector, flex cable, battery tube assembly, motor and force sensor during visual inspection. Unable to perform the functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, self test, sleep current measurement, and active current measurement, due to the critical pump error. The insulin pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads.